Event description:
It has been reported to philips that the system had a boot-up issue. The event occurred outside of clinical use. There was no report of patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that the lateral image processing pc (ippc) was malfunctioning and did not boot up. Fse confirmed the cause of the issue to be a software problem. Fse rebooted the system multiple times, and the system was returned to good working condition.